Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the additive and barrier gel attributes as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for gel failing to migrate with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 365978. Batch/lot: 8262866. It was reported that during use of the bd microtainer® sst¿ - amber "two different specimens were collected and spun gel did not migrate on either specimen after first spin". The following information was provided by the initial reporter: customer text: 2 microtainer tubes collected. One tube migrated and one did not. Lot: 8262866 exp: 11/30/19 two different speciments were collected and spun gel did not migrate on either speciment after first spin. So both speciments immediately spun a second time - one of them migrated and one did not. Speciment that did not migrate was spun a third and a fourth time and still did not migrate.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel migration with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to gel migration as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for gel not migrating with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 365978. Batch/lot: 8262866. It was reported that during use of the bd microtainer® sst¿ amber "two different specimens were collected and spun gel did not migrate on either specimen after first spin". The following information was provided by the initial reporter: customer text: 2 microtainer tubes collected. One tube migrated and one did not. Lot: 8262866 exp: 11/30/19. Two different specimens were collected and spun gel did not migrate on either specimen after first spin. So both specimens immediately spun a second time - one of them migrated and one did not. Specimen that did not migrate was spun a third and a fourth time and still did not migrate.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 365978. Batch/lot: 8262866. It was reported that during use of the bd microtainer® sst¿ - amber "two different specimens were collected and spun -- gel did not migrate on either specimen after first spin". The following information was provided by the initial reporter: customer text: 2 microtainer tubes collected. One tube migrated and one did not. Lot: 8262866 exp: 11/30/2019. Two different specimens were collected and spun -- gel did not migrate on either specimen after first spin. So both specimens immediately spun a second time - one of them migrated and one did not. Specimen that did not migrate was spun a third and a fourth time and still did not migrate.